Manufacturer narrative:
(B)(4). The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection identified the reported ruptured bladder. Microscopic examination determined that there were markings on the exterior surface of the rupture line which is an indication of external damage. Initial evaluation confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A supplemental report will be submitted if any additional relevant information becomes available.

Event description:
It was reported that a folfusor had its reservoir rupture during filling a solution of fluorouracil. There was no patient involvement. No additional information is available.